Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced oral pain ("mouth pain"), abdominal pain upper ("stomach issues") and pain ("body aches"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the oral pain, abdominal pain upper and pain had resolved. The reporter considered abdominal pain upper, medical device removal, oral pain and pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, mouth pain, stomach pain and body aches". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.